Manufacturer narrative:
H3) the logs from the thermal therapy system were returned to the manufacturer for evaluation. A software analysis found that the software of the system functioned as designed and the reported issue was caused by a non-medtronic magnetic resonance imaging (MRI) issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: m450001b018, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the live images disconnected from the thermal therapy system. It was reported that the non-medtronic magnetic resonance imaging (MRI) "went to sleep" and displayed a splash screen on the scanner. It was reported that the ablation system stopped receiving live images from the MRI due to the issue and the laser subsequently powered off. When the reported issue occurred, the MRI was still taking images and was still connected to the thermal therapy system. The MRI was "worn up" and live images resumed transferring, though it was noted that the backlog of old images were being disconnected. The thermal therapy system was disconnected from the MRI and re-connected which restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. I was reported that no over-ablation of tissue was conducted.